Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The malfunction was then duplicated by the biomed performing a run-in test. The customer was unable to access the event log to verify the error code. The rse advised the customer to replace the blower assembly to resolve the issue.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.